Manufacturer narrative:
Trackwise# (B)(4). Corrected sections: h-3: if other provide code -explain: corrected from "device discarded" to "device not returned", h-6: evaluation method codes: corrected from "device discarded 4115" to "device not returned 4114." Updated sections: g-4, g-7, h-2, h-10 h3 other text : device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm),off-pump CABG planned heart surgery using heartstring ii. Piggyback method was used to make central anastomosis in one place. Along the way, the anchor tab of heartstring ii was cut off and moved to another place through the blood vessel. (At that time, the anchor tab was cut off without fixing with a clip or the like.) Thereafter, the operation proceeded, and when the seal was recovered, the tether of the tension spring was cut off, and at the same time, the seal portion entered the back of the aorta, making it impossible to remove it. Since it was not possible to identify where the seal was, the chest was closed and CT was confirmed, and it was found that it was near the right internal iliac artery. The patient's blood vessels were often calcified, and removal by laparotomy was dangerous, so a medical removal was performed. Attempted removal using an occlusion balloon, etc., but the seal also moved to the vicinity of the common iliac artery without removal, so abandon removal and insert a stent graft from both legs and crimp the seal so that the seal does not move the operation was completed after fixing. They are considering whether to take it out again.

Manufacturer narrative:
Trackwise ID# (B)(4). Updated sections: b4, g3, g6, h6 (clinical code and impact code), h11.

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6 device code changed to 2993. A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm),off-pump CABG planned heart surgery using heartstring ii. Piggyback method was used to make central anastomosis in one place. Along the way, the anchor tab of heartstring ii was cut off and moved to another place through the blood vessel. (At that time, the anchor tab was cut off without fixing with a clip or the like.) Thereafter, the operation proceeded, and when the seal was recovered, the tether of the tension spring was cut off, and at the same time, the seal portion entered the back of the aorta, making it impossible to remove it. Since it was not possible to identify where the seal was, the chest was closed and CT was confirmed, and it was found that it was near the right internal iliac artery. The patient's blood vessels were often calcified, and removal by laparotomy was dangerous, so a medical removal was performed. Attempted removal using an occlusion balloon, etc., but the seal also moved to the vicinity of the common iliac artery without removal, so abandon removal and insert a stent graft from both legs and crimp the seal so that the seal does not move the operation was completed after fixing. They are considering whether to take it out again.